Event description:
During a laparoscopic cholecystectomy case the insulation at the tip of a hook electrode reportedly deteriorated. Use of the device was discontinued and no pt injury was reported. The electrode was discarded by the uf.